Manufacturer narrative:
A review of the manufacturing records indicated that the product met specification at the time of release. Received one coated guidewire for examination. The "j" tip end of the guidewire was found to be knotted and not kinked as stated by the customer. No other damaged was observed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that during use the femoral catheter was advanced and correctly put in place. However, it was not possible to remove the guide wire. The vascular surgeon was called in and performed a simple cut to remove the guide wire. The complete guide wire was removed and it was noticed that the tip of the guide wire was kinked. There was no patient complications reported. The volumeview was then properly put in place in the patient and worked adequately.